Event description:
Dealer stated that an irc5po2 concentrator would not start. He replaced the on/off switch and capacitor and the unit still would not start.update: capacitor was replaced again and unit started.